Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#:(B)(4) description: linear st lead with preloaded enhanced stylet, 50 cm.

Manufacturer narrative:
A review of the manufacturing documentation of the leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient has a hematoma at the midline incision site. The patient's symptoms was redness. The patient was prescribed oral antibiotics. The physician doesn't believe the hematoma is related to the device.

Event description:
A report was received that the patient has a hematoma at the midline incision site. The patient's symptoms was redness. The patient was prescribed oral antibiotics. The physician doesn't believe the hematoma is related to the device.